Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Prior to use, the user reported that leaking was found at the joint of the catheter and the balloon. No further detail has been provided on this issue. There was no patient contact with the device.

Event description:
Prior to use, the user reported that leaking was found at the joint of the catheter and the balloon. No further detail has been provided on this issue. There was no patient contact with the device.

Manufacturer narrative:
Investigation ¿ evaluation. The complaint device was not returned for evaluation and no photograph or imaging was provided. Without the complaint device, a physical investigation was not able to be completed. A document-based investigation/evaluation was performed. A review of complaint history, device history record, drawings, quality control data, and trends was conducted. A review of the device history record for the complaint device lot number found no non-conformances related to the reported failure. A review of complaint history records for the complaint device lot number revealed this to be the only complaint associated with lot number 8119174. The device is inspected visually and functionally by the supplier for leaks, inflation, and deflation of the device. The cause for the reported leak could not be determined. Risk analysis for this failure mode was performed, and it was determined that no additional risk mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.